Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurrent incontinence. A revision surgery was performed, during which the physician confirmed that the incontinence was secondary to urethral erosion around the cuff. The device was explanted. There were no further patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurrent incontinence. A revision surgery was performed, during which the physician confirmed that the incontinence was secondary to erosion. The device was explanted. There were no further patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted.